Manufacturer narrative:
Qn# (B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nc to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. The customer reported broken ampules in the kit. The customer returned one opened kit for investigation. The returned kit was visually examined. Visual examination of the returned kit revealed only the saline solution was returned and the ampule was received unbroken. Neither the lidocaine nor lidocaine w/epinephrine ampules were returned. The reported complaint of broken ampules could not be confirmed based upon visual examination of the received sample. Only the saline solution ampule was returned , and it was received unbroken. The lidocaine or lidocaine w/epinephrine ampules were not returned. A device history record review was performed with a potentially relevant finding. Although the returned ampule was returned unbroken, a CAPA was initiated to investigate this complaint issue.

Event description:
It was reported that there are broken ampules in this kit.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there are broken ampules in this kit.